Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Capsular contracture confirmed as baker grade IV.

Event description:
Healthcare professional reported anxiety due to textured implant for right side. Healthcare professional later reported right side capsular contracture, baker grade unknown, and rupture. The device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, and device rupture.